Event description:
It was reported that this right ventricular (rv) lead exhibited insulation damage. This was noted through x ray imaging. The impedance was also found to be over 3000 ohms. Technical services (ts) reviewed the case and recommended to monitor the patient. This lead was subsequently capped and surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received which indicated the x-ray electronic file received indicate likely a lead fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited insulation damage. This was noted through x ray imaging. The impedance was also found to be over 3000 ohms. Technical services (ts) reviewed the case and recommended to monitor the patient. This lead was subsequently capped and surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.